Event description:
No additional information received from customer.

Manufacturer narrative:
THE INVESTIGATION IS ONGOING. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WHEN THE INVESTIGATION IS COMPLETED OR IF ADDITIONAL INFORMATION BECOMES AVAILABLE.

Event description:
IT WAS OBSERVED THAT DURING THE DEVICE EVALUATION, THE ULTRASOUND GASTROVIDEOSCOPE EXHIBITED A FOREIGN MATERIAL AROUND THE FORCEPS PORT AT THE DISTAL END. THERE WAS NO PATIENT INVOLVEMENT.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the Legal Manufacturer's final investigation. The device was returned to Olympus for inspection and the reported failure was not confirmed.A root cause could not be identified. Based on the results of the investigation: Olympus could not identify the foreign material from the information became available in the investigation results and this complaint. Olympus could not identify why the foreign material remained. Olympus did not observe a defective part, which seemed to have contributed to the phenomenon reported by the customer, from the repair inspection results.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.